Event description:
Event description guidant received information that, during a followup unusual measurements were registred. After this follow up they admitted the patient to the hospital to check the lead invasively. During a procedure, a dislodgement was observed.